Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had motor error alarm also buttons was non responsive. Customer's blood glucose value was unknown. Customer also stated that scratches on screen. The device will not be returned for analysis.